Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: there were multiple cracks in the battery compartment. The threads on the returned battery cap were starting to strip. The cap was able to be fully tightened until the yellow o-ring was seated and flush with the pump case. There was no issue with loss of power and no evidence of moisture damage in the battery compartment. Unrelated to the original complaint, the text on the display screen was dim and discolored. The contrast was increased to the maximum with little improvement observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the pump was cracked near the battery compartment and that the battery cap has not been changed in greater than 13 months. It is stated in the user¿s manual that the battery cap be changed every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.